Event description:
The customer reported obtaining an erroneously elevated troponin I (accutni) result of 1.25 ng/ml for one (B)(6) female patient on the access 2 analyzer (serial number (B)(4)). Subsequent testing of the patient's sample on the same analyzer and on an alternate access 2 analyzer produced lower results, within the assay's risk stratification range of 0.05 ng/ml. Although the clinician questioned the initial elevated result, the patient was admitted to the hospital. There is no indication that further treatment was provided to the patient after admittance. A beckman coulter field service engineer (fse) was dispatched to the site to evaluate the analyzer.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. All system parameters including quality control (qc), calibrations and system checks were performing within the assay and instrument specifications. Additionally, assay qc was performing within the laboratory's established ranges on the day of the event. No issues were noted with sample collection, sample processing, or sample handling. The fse found one of the peri-pump tubing loose from the liquid waste side of the peri-pump. The tubing is used to evacuate the vacuum jar. The loose tubing is not related to the event.